Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose level was in the 200's mg/dl range and did not go over 240mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage to the cannula was observed. Reportedly, the customer wears their pump against their skin. Tandem technical support recommended to have the customer perform an infusion set site change as the pump was functioning as intended and advised the customer to avoid placing the pump against their skin to avoid abrupt temperature changes to the pump. The customer declined a follow-up call to ensure they no longer received additional occlusion alarms.